Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings on investigation, the alleged prime issue was not verified in the black box or duplicated during the evaluation. Review of black box data did not find any records of ¿no cartridge detected¿ alerts. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without any alarms. Force sensor calibration reading was within specifications. Pump casing was opened and no anomalies were found with the force sensor assembly. This report is made under the requirements of the medical device reporting regulation and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was filling the tubing during the load step and there was no cartridge detected warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.